Manufacturer narrative:
It was reported that tubing came disconnected at the manifold. IV fluids ran out all over the floor and a small amount of blood back flowed to the floor: 1 inch puddle on floor. IV tubing was put together by another staff member. Additional communication clarified that the disconnection occurred at the stopcock. The device was not used with a pressure bag or pump.

Event description:
Tubing disconnected.